Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a "hi" blood glucose result on her blood glucose meter. The consumer then performed another test on another system getting a blood glucose result of 57mg/dl on that blood glucose meter. The difference in the readings were determined to be clinically significant. The meter and strips in question will be returned for evaluation.